Event description:
On the 7th march 2001 a nellcor puritan bennett employee received info regarding an issue with an n20 pulse oximeter. The customer alleged that "monitor reading 100% with ds100a sensor. Caller states that a pt was in respiratory distress and unit was giving 100% reading. Caller states he used bci instrument on pt and got 88% reading. Caller states no pt harm or change in therapy."